Event description:
The manufacturer received information alleging cold sores, bacterial infection. There was medical intervention (amoxicillin) required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.